Event description:
Anesthesiology resident drew up labetalol to administer to a patient during an or (operating room) procedure. After the medication was drawn up, the resident noticed that there was a small piece of rubber inside of the syringe (which appears to have been cored from the medication rubber stopper). A 19-gauge needle was used in this case.